Manufacturer narrative:
One cadd ms3 pump was returned for analysis. It was reported that the pump displayed "error 104". Upon further investigation it was found that the downstream occlusion sensor was shattered. Based on evidence, the complaint was confirmed. The primary root cause could not be identified. It was found that pump showed signs of impact.

Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump had a sensor blocked. No report of any patient involvement.